Manufacturer narrative:
Evaluation of the returned device revealed extensive damage to the teflon sheath, exposing a segment of the inner core wire. Based on the event description along with the physical condition of the returned device, it appears that the reported malfunction is attributable to procedural use (operational context).

Event description:
It was reported to boston scientific corporation that while advancing a trapezoid lithotripter basket device over a hydrajagwire guidewire, the guidewire coating peeled approximately 13cm from the dream tip end, which exposed approximately 7mm of the wire. Reportedly, the opposite end of the guidewire was used; however, approximately 2mm of the core wire was exposed. The guidewire was removed and replaced with another hydrajagwire guidewire to complete the procedure (patient gender, age and weight are unknown). According to the complainant, no portion of the coating had fallen into the patient and there were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."